Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that patients information were not crossing over. A technical support specialist confirmed messages were crossing over. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce basic connectivity. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system patients information were not populating. The customer reported that nurses cannot obtain medications from the pyxis for patients. There were no adverse events or injuries reported based on this event.